Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The physician stated that the stent struts were damaged before crossing the lesion. The device was completely removed and the procedure was completed with a new stent. No patient complications were reported.